Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (air/water channel clogged) was confirmed. In addition to the foreign material clogging the nozzle, additional evaluation findings were as follows: the ceiling plate was deformed, the up/down knob could not be locked securely, the air/water cylinder and suction cylinder had discoloration, the water supply volume did not meet the standard value, the bending angle in the up direction did not meet the standard value, the play of the up/down knob was out of standard value, the scope connector cover was deformed, the plug unit was deformed, the insultation resistance value at the distal end did not meet the standard value, there was a leak found at switch 1 and switch 4, the plastic distal end cover had a dent and a scratch, the nozzle was dirty, the bending section cover was broken and dirty, and the connecting tube had stains. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis exera iii colonovideoscope, the air/water channel was clogged. The event occurred during preparation for use. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the nozzle was blocked with foreign material that resembled residue from previous procedures. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.